Event description:
It was reported that a patient presented with crosstalk on their implantable cardioverter defibrillator (ICD). Physician attempted right ventricular lead revision but was unsuccessful at getting subclavian access therefore procedure was aborted. The patient condition was stable.